Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a 27 mm watchman flx pro closure device was selected to be used. On pre-procedural imaging, a mild to moderate effusion was noted. Transseptal puncture was challenging, with difficulty contacting the fossa and multiple attempts required before tenting was visualized on thin tissue. During assessment of the tenting position, the fxd curve baylis transseptal system inadvertently advanced across the septum into the left atrium, after which a pigtail wire was advanced to evaluate trajectory prior to sheath advancement. Imaging confirmed the crossing site was a safe distance from the aorta and through thin tissue, and the effusion remained unchanged. Following contrast injection, a 27 mm closure device was deployed in the appendage, the initial deployment was too proximal, so it was fully recaptured and redeployed deeper, meeting position, anchor, size and seal (pass) criteria with no change in effusion at the end of the procedure prior to transesophageal echocardiography (tee) removal. Approximately two (2) hours later, the patient was returned to the laboratory due to a growing effusion. While in recovery the patient was not complaining of any symptoms, a drop in systolic blood pressure from 150 to 90 mmhg was noted, and bedside echocardiography confirmed worsening effusion. A pericardiocentesis was performed, removing 300cc of frank red blood, a drain was left in place, and the patient was transferred to the intensive care unit (ICU) for overnight monitoring. The patient is expected to fully recover.